Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open, and cubie pocket was broken. A field service engineer (fse) attempted multiple times to recover the pocket but was unsuccessful due to access limitations within the hardware test application. The customer doesn't have the necessary access to perform the recovery. The drawer was successfully recovered, but the pocket remained inaccessible. As a temporary solution, the pocket was removed and handed over to the customer. The customer suggested attempting the recovery from the pharmacy the following day and recovered the drawer. The fse tested the unit using the hardware test application and confirmed that the system was functioning correctly once the cubie was ejected. The system functioned as intended after the field service engineer troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.